Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, errors 4-88 and 4-89 occurred when the surgeon attempted to activate the energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed there were error c-83 in the logs, and it was not cleared by rebooting the vio dv generator. The tse advised the customer to use an external ft10 generator instead of the vio for this procedure. The customer acknowledged it. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure with an external generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue and test drive ignited several times. The fse replaced the integrated electrosurgical unit (iesu) after consulting with the medical engineer. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) had no significant scratches or dents. The front bezel is in decent condition. The iesu energized and cauterized and all ports were recognized instruments on the surgeon side console. However, the c-83 error was confirmed in the field logs. The probable root cause is attributed to the component failure.

Event description:
Refer to h11 for follow-up information.